Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator generated a device alert, and became inoperative. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The unit is expected to be returned for an evaluation and repair. However, it has not yet been received. (B)(4).